Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the rptr: top of seal popped off. Another device was opened to complete the case. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 mins. No device fragment fell into pt.